Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of solent omni thrombectomy system and with a unknown guidewire inside. The pump and supply line were microscopically examined. It was observed that the outer shaft had a small hole in the tubing approximately 20 cm from the tip of the catheter. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the hole in the outer shaft of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a hole in the catheter. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower extremity veins and vena cava. The device was entered into the patient's body. During the procedure, a hole was noted to have occurred on the side of the catheter on a portion of the device that was or would have been inside the patient. They removed the catheter with the hole. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the catheter. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower extremity veins and vena cava. The device was entered into the patient's body. During the procedure, a hole was noted to have occurred on the side of the catheter on a portion of the device that was or would have been inside the patient. They removed the catheter with the hole. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.